Event description:
It was reported by the sales rep that during a bowel obstruction, two cs14c active blades broke. The harmonic gave an error code in each instance once the blade broke off. She also said there were no clips or staples used in the procedure. A third instrument was opened and the case was completed. There was no reported patient consequence.